Event description:
It was reported that the pump was hot to touch while charging. Per customer "melted charger cable into the pump" . Reportedly, the customer was using non-tandem charging supplies to charge the pump. There was no adverse impact to customer's blood glucose level. Customer reverted to an alternate tandem insulin pump for insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.